Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tricuspid valve with 4 leaflets for a triclip procedure. During the procedure, clip has passed first lock test. Second locked test was performed after lock knob removal and the physician noticed that the clip opened more than 5 degrees. Clip was closed and second lock test was repeated and the clip opened. It was decided to try inverting the clip and retract it from the patient. It was not possible to invert the clip. Clip was opened to approximately 60 degrees. As it was not possible to retract the clip, it was decided to close the clip again and continue with the deployment. After deployment, the clip remained closed and attached to both the leaflets. A second triclip was implanted in the central side of septal and posterior commissure to stabilize the cowl. All steps were as per IFU during the preparation and procedure. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.